Manufacturer narrative:
This event was initially submitted via (B)(4), (B)(4) 2010, with the term codes seroma and cancer. Corrected update to our safety data base for this reported event notes that the term code has been changed from cancer to lymphoma - alcl, due to increased specificity. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the a95/r95 study included in the labeling for saline breast implants.

Event description:
Literature review: "seroma-associated primary anaplastic large-cell lymphoma adjacent to breast implants: an indolent t-cell lymphoproliferative disorder, roden et al. Modern pathology (2008) 21, 455-463. This submission is for the reported clinical findings pt 1. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor or reporting.